Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump was unable to perform displacement test due to unresponsive buttons noted. Unresponsive keypad due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was not provided. No further information was provided.